Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they had trouble with their sensor. The customer blood glucose value was 300 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device will not be return for analysis.